Manufacturer narrative:
Concomitant product: addr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the day after a generator change, the patient's right ventricular (rv) lead dislodged as evidenced by high pacing thresholds with loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.